Event description:
A female patient experienced severe pain, light sensitivity and redness in her right eye associated with wear of a focus montly visitint contact lens. She was diagnosed with baterial keratitis. A culture was performed and pseudomonas aeruginosa detected. The patient was hospitalized and anti-inflammatory and analgesic treatment was prescribed. The patient's condition improved with treatment and after a few days the patient was discharged and recommeded to visit her local ophthalmologist for follow-up examinations. At follow-up examination 2 mos later, patient's ophthalmologist confirmed the microbial keratitis had resolved leaving a residual corneal scar. There was evidence of corneal thinning and the patient's visual acuity had decreased to 10%. The patient has been advised that a corneal transplantation may be required. Request has been made for lot number & additional information, however no further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." H6: as there was no product or lot number provided, no detailed investigation can be performed.